Event description:
There was an allegation of questionable elecsys troponin t stat assay results on a cobas e 411 analyzer, serial number (B)(4). The initial result was 56.08 pg/ml. The sample was repeated due to the laboratory's policy to repeat critical troponin t stat results. The repeated result was 92.28 pg/ml. The customer noticed the discrepancy and decided to repeat the sample again on a different analyzer. The repeated result, obtained on a different analyzer, was 49.74 pg/ml. This result was deemed correct. The erroneous results were not reported outside of the laboratory.

Manufacturer narrative:
The field service representative replaced the reagent pack using a new lot and performed calibration, which appeared to resolve the issue. Qc, precision, and performance checks passed and the results were within specification. The investigation determined the service actions resolved the issue.